Event description:
During mitraclip procedure, after grasping the a2/p2 segments with the xtw clip, there was no residual mitral regurgitation (mr) and mean gradient of 3 mmhg. Upon testing the lock of the clip after release of the lock line, the clip slightly opened up. Repeat imaging now showed residual moderate mr just medial to this clip. We opted to place a 2nd clip. The leaflet length measured roughly 8 mm and therefore we planned for an mitraclip nt clip as this would allow us to navigate around the prior xtw clip and avoid interaction. After multiple grasp, it was appreciated that the mitral regurgitation had now progressed and there was a partial flail cord due to poor tissue integrity. We opted to remove the nt clip in place a larger xt clip. This was successfully placed just medial to the prior xt w clip. There remained a residual flail segment in between the 2 clips with eccentric mr. At this point, given the tissue integrity, the decision was made to stop here and consider surgical intervention versus plugging at a later date. Given the hemodynamic support that she needed while intubated and sedated, we opted to place a balloon pump via the left femoral artery.